Event description:
This report was received from an ophthalmologist of a woman who developed endophthalmitis in her left eye about six days post cataract extraction and implant of an absorbing silicone lens. A culture was taken and showed "no growth". Treatment with intraocular vancomycin and a cephalsoporin was initiated. The ophthalmologist did not believe the endophthalmitis was lens related, however, indicated that the source of the infection was unknown. The pt was doing well at the time of this report and her vision is clearing. Upon follow-up with the ophthalmologist, no further info was provided. A review of the lot records revealed that all of the release criteria were met.